Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead encountered placement difficulty, due to repeated dislodge during the implant procedure. It was also reported that the rv lead exhibited high thresholds. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.